Event description:
Medtronic received information that the customer passed away in the hospital on (B)(6) 2023 due to brain aneurysm. Customer was admitted to the hospital on (B)(6) 2023, for same illness with unknown blood glucose value. Insulin pump was discontinued at time of admission. Customer's spouse also reported other health issues that may have contributed to customer's passing such as blood clot in lung and knee and back issues. The device was returned for analysis and determined that it was not within the specification.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump was received with a loose metal contact on the battery cap due to a broken three heat stake post. The pump was received with a depleted energizer ultimate lithium battery installed. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2021 to (B)(6) 2023. There was no data available to verify unexpected pump errors/alarms 1 week prior to the event date (B)(6) 2023 in the formatted history file.  Please see below for the customer's daily total of all insulin delivered surrounding the date of (B)(6) 2023 listed on pump history and the days prior to that date. On (B)(6) 2023 daily total of all insulin delivered = 52.4, on (B)(6) 2023 daily total of all insulin delivered = 57.075, on (B)(6) 2023 daily total of all insulin delivered = 55.25, on (B)(6) 2023 daily total of all insulin delivered = 60.9, on (B)(6) 2023 daily total of all insulin delivered = 61.075, on (B)(6) 2023 daily total of all insulin delivered = 66.25, on (B)(6) 2023 daily total of all insulin delivered = 62.425, on (B)(6) 2023 daily total of all insulin delivered = 61.6, on (B)(6) 2023 daily total of all insulin delivered = 58.3, and on (B)(6) 2023 daily total of all insulin delivered = 36.325. There is no available data after (B)(6) 2023. The pump passed all the required testing. Battery cap contact missing/damaged was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.